Manufacturer narrative:
H3: visually, the shaft was broken 0.59 inches from the distal end of the inner hub to the broken point. There were traces of grease located on the broken shaft. There was no damage noted to the proximal end of the hub (seal was intact). However, the distal end of the hub was deformed, looked melted (the outside diameter of the hub). The outside diameter of the inner hub shall measure .330 ± .002 inches and measured .359 inches in deformed area of the hub which was out of specifications. Functionally, the returned device failed due to damaged condition upon return and the inability to load into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that m5 handpiece was not working properly. There was no patient impact. Analysis found that there was piece of bur stuck in handpiece.